Manufacturer narrative:
Investigation result: three mz1000 china samples were received without packaging for investigation; no residual fluid was present and the samples were returned with two empty wego 5ml prefilled flush syringes. The customer reported that the affected samples were from lot 24115429 and that "the connector does not leak during use". Additional information noted that this occurred after two days of use. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. No deformities were observed on the male luer tip of the returned syringes either. The samples were subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe and the returned wego syringes; in all instances, no restriction or occlusion of flow was observed throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 24115429 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china product in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector was occluded. The following information was provided by the initial reporter, translated from chinese to english: if the connector does not leak fluid during use, the defective product can be returned, and photos are required. We need a claim, a complaint response letter, and a complaint acceptance letter. Additional information received from the customer: please confirm whether the fault occurred during the filling process or during infusion? If during infusion, how long had the infusion been running? Two days. Please confirm the brand and model of the connected product? It has been dispatched: weigao pre-filled 5ml. Please confirm whether there is any visible damage to the device? None. Please confirm what substance was being infused when the incident occurred? Saline solution. Was the patient harmed? No. Was there insufficient infusion? Yes.